Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain"), adnexa uteri pain ("pain in the ovaries"), neck pain ("too much pain in neck"), headache ("severe headache"), hemiparesis ("lack of strength in the left side of the body"), granuloma skin ("lump in the operation site/a point that sticks out in the belly button area/granuloma by foreign body/ lump appeared again") and postoperative wound infection ("infection in the surgery points site due to surgery to remove the granuloma") in a female patient who had essure (batch no: 952108) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural complication ("she was injured when the product was inserted"). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant), neck pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), hemiparesis (seriousness criterion hospitalization), granuloma skin (seriousness criterion medically significant) with pain, pyrexia ("fever"), fatigue ("tiredness"), polymenorrhoea ("irregular menstrual bleedings (2 or 3 times monthly)"), arthralgia ("joints pain"), paraesthesia ("tingling sensation"), hypoaesthesia ("numbness in legs and arms"), mood altered ("mood changes"), depressed mood ("low mood"), anxiety ("anxiety"), amnesia ("loss of memory"), insomnia ("insomnia") and allergy to metals ("positive results to nickel, palladium, and silver"). The patient was hospitalized from on (B)(6) 2013. The patient was treated with analgesics and surgery (bilateral salpingectomy through laparoscopy and on (B)(6) 2013, she underwent a surgery to remove it.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, adnexa uteri pain, neck pain, headache, hemiparesis, pyrexia, fatigue, polymenorrhoea, arthralgia, paraesthesia, hypoaesthesia, mood altered, depressed mood, anxiety, amnesia, insomnia and procedural complication had resolved, the granuloma skin had resolved with sequelae and the postoperative wound infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, depressed mood, fatigue, granuloma skin, headache, hemiparesis, hypoaesthesia, insomnia, mood altered, neck pain, paraesthesia, polymenorrhoea, postoperative wound infection, procedural complication and pyrexia to be related to essure. No further causality assessment were provided for the product. The patient commented that before the product insertion, radiography and a pregnancy test were performed without significant results, she stated nobody asked her if she had some allergy to metals. She referred that in several occasions, laboratory tests as resonances, computerized axial tomography, echographies, and analytics were performed without relevant findings and showing that essure was well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 24-jan-2019 for the following reason: information and references from duplicate deleted case: (B)(4) (MFR number: 2951250-2018-04193) entered as it was follow-up from this case. The following information was updated: health authority, consumer, further lawyer and other health professional were added as reporters, lab data, medical history, essure start and stop date, treatment drugs, and events - allergy to nickel, procedural pain, device dislocation, umbilical hernia, hernia pain, abdominal pain, procedural pain, urinary tract infection, dyspareunia, exfoliative rash, guttate psoriasis, skin disorder, fall, head injury, lip injury, mass, fatigue, hypoaesthesia, premenstrual pain, pain, dysuria, nausea, pyelonephritis acute, abdominal pain upper, eczema, pruritus, eye pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing, abdomnial discomfort, anxiety, amnesia and insomnia. The following events were deleted: migration device, chronic pelvic pain, pregnant with essure, premature rupture of membranes, premature labor, childbirth of death baby / fetal death nos, abnormal uterine bleedings, lupus, rheumatoid arthritis, sjogren´s syndrome, systemic chronic reactions, autoimmune answer to the metal or fibers ¿pet¿, dyspareunia, expulsion device, failure implant (about correct insertion), rash, device ineffective, important liquid abdominal retention, dementia, chronic fatigue syndrome, loss of sex drive, loss of hair, dental caries, dental ruptures / loss of dental pieces, endometriosis and adenomyosis. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration device"), pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnant with essure"), premature rupture of membranes ("premature rupture of membranes"), premature labour ("premature labor"), foetal death ("childbirth of death baby / fetal death nos"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren´s syndrome"), autoimmune disorder ("autoimmune answer to the metal or fibers ¿pet¿") and dementia ("dementia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), general symptom ("systemic chronic reactions"), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), device expulsion ("expulsion device"), complication of device insertion ("failure implant (about correct insertion)"), rash ("rash"), intra-abdominal fluid collection ("important liquid abdominal retention"), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sex drive"), alopecia ("loss of hair"), dental caries ("dental caries"), tooth fracture ("dental ruptures / loss of dental pieces"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, premature rupture of membranes, premature labour, foetal death, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, general symptom, autoimmune disorder, dyspareunia, device expulsion, complication of device insertion, rash, intra-abdominal fluid collection, dementia, chronic fatigue syndrome, loss of libido, alopecia, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered adenomyosis, alopecia, autoimmune disorder, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device dislocation, device expulsion, dyspareunia, endometriosis, foetal death, general symptom, intra-abdominal fluid collection, loss of libido, pelvic pain, pregnancy with contraceptive device, premature labour, premature rupture of membranes, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: other pregnancies cases: (B)(4). Most recent follow-up information incorporated above includes: on 1-feb-2018: after internal review, a similar incident listing for pregnancy was added. The others were updated. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4), on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain"), adnexa uteri pain ("pain in the ovaries"), headache ("severe headache"), neck pain ("too much pain in neck"), hemiparesis ("lack of strength in the left side of the body"), granuloma skin ("lump in the operation site/a point that sticks out in the belly button area/granuloma by foreign body/ lump appeared again") and postoperative wound infection ("infection in the surgery points site due to surgery to remove the granuloma") in a female patient who had essure (batch no. 952108) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion nos and human papilloma virus infection. Before insertion of essure there was no pain such as that experienced after its insertion. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural complication ("she was injured when the product was inserted"). On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant), pyrexia ("fever the day after the insertion") and fatigue ("tiredness the day after the insertion"). On (B)(6) 2013, the patient experienced headache (seriousness criterion hospitalization), neck pain (seriousness criterion hospitalization) and hemiparesis (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced granuloma skin (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("positive results to nickel, palladium, and silver"), polymenorrhoea ("irregular menstrual bleedings (2 or 3 times monthly)"), arthralgia ("joints pain"), paraesthesia ("tingling sensation"), hypoaesthesia ("numbness in legs and arms"), mood altered ("mood changes"), depressed mood ("low mood"), anxiety ("anxiety"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with analgesics and surgery (bilateral salpingectomy via laparoscopy and on (B)(6) 2016, she underwent a surgery to remove the granuloma). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, adnexa uteri pain, headache, neck pain, hemiparesis, pyrexia, fatigue, polymenorrhoea, arthralgia, paraesthesia, hypoaesthesia, mood altered, depressed mood, anxiety, amnesia, insomnia and procedural complication had resolved, the allergy to metals and postoperative wound infection outcome was unknown and the granuloma skin had resolved with sequelae. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, depressed mood, fatigue, granuloma skin, headache, hemiparesis, hypoaesthesia, insomnia, mood altered, neck pain, paraesthesia, polymenorrhoea, postoperative wound infection, procedural complication and pyrexia to be related to essure. The reporter commented: before the product insertion, radiography and a pregnancy test were performed without significant results, but nobody asked her if she had some allergy to metals. On several occasions, laboratory tests echographies, and analytics were performed without relevant findings and showing that essure was well placed. After the surgery she presented twice to the emergency department due to severe abdominal pain. She presented a lump at the operation site, sticking out in the umbilical area, they indicated it was a foreign-body granuloma (versus initial umbilical hernia) which required surgery because of pain. On (B)(6) 2016 she underwent a surgery to remove it, but on (B)(6) 2016 she had to present to the emergency again because of an infection at the surgical stitches. The lump appeared again and on (B)(6) 2017 she was waiting to be scheduled for surgery. She was prescribed a treatment for suspected epilepsy; later, it was confirmed she did not have this disease. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: unremarkable. Allergy test - on (B)(6) 2016: percutaneous test positive to nickel, palladium, and silver. Blood test - on (B)(6) 2013: negative; on (B)(6) 2015: negative. Computerised tomogram head - on (B)(6) 2013: negative. Nuclear magnetic resonance imaging brain - on (B)(6) 2013: negative. Ultrasound scan - in february 2013: essure well placed; on (B)(6) 2015: unremarkable; on (B)(6) 2015: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: health authority provided duplicate number: (B)(4). Onset date of events and investigation dates entered as per duplicate case (B)(4). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration device"), pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnant with essure"), premature rupture of membranes ("premature rupture of membranes"), premature labour ("premature labor"), foetal death ("childbirth of death baby / fetal death"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren´s syndrome"), dementia ("dementia") and autoimmune disorder ("autoimmune answer to the metal or fibers ¿pet¿"), in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criteria medically significant), adverse event ("systemic chronic reactions"), dyspareunia ("dyspareunia"), device expulsion ("expulsion device"), complication of device insertion ("failure implant (about correct insertion)"), rash ("rash"), intra-abdominal fluid collection ("important liquid abdominal retention"), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("loss of sex drive"), alopecia ("loss of hair"), dental caries ("dental caries"), tooth fracture ("dental ruptures / loss of dental pieces"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, premature rupture of membranes, premature labour, foetal death, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, adverse event, autoimmune disorder, dyspareunia, device expulsion, complication of device insertion, rash, intra-abdominal fluid collection, dementia, chronic fatigue syndrome, loss of libido, alopecia, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered adenomyosis, adverse event, alopecia, autoimmune disorder, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device dislocation, device expulsion, dyspareunia, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, pregnancy with contraceptive device, premature labour, premature rupture of membranes, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: other pregnancies cases: (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case, a search in the global safety database was performed on (B)(4) 2017 for the following meddra pt: device dislocation: n° 2773 cases (excluding this case). Pelvic pain: n° 8982 cases (excluding this case). Premature rupture of membranes: n° 6 cases (excluding this case). Premature labour: n° 23 cases (excluding this case). Foetal death: n° 10 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.